Event description:
The catheter was placed 2002, the following month the catheter was slugish and the patient complained of discomfort. They did an x-ray and found a piece in the right ventrical and was removed. No patient injury. No other information at this time.